Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash (loss of fluid column during prep) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported leak/splash (loss of fluid column during device preparation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter (tsgc), the guide was unable to hold column while dilator insertion. The issue persisted with replacement tsgc. As a result, the tsgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.